Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and failed battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the customer declined troubleshooting for failed battery test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump passed the displacement test. Pump received with normal operating current within specifications and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. No damage on the lcd isolation tape noted.